Manufacturer narrative:
Initial complaint number: (B)(4). A lot history record review was completed for lots 25153368, 25150426, and 25150075 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh- 3500, the harvester was not getting adequate co2 flow so they hooked the device up to the wall co2 in the or. This resulted in the patient having an infiltration of co2 into their abdomen likely from excessive pressures. Ultimately, there was no harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh- 3500, the harvester was not getting adequate co2 flow so they hooked the device up to the wall co2 in the operating room. This resulted in the patient having an infiltration of co2 into their abdomen likely from excessive pressures. Ultimately, there was no harm to the patient.